Manufacturer narrative:
No pump error 2 or pump error 79 noted during testing. Device passed self test, occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. Device trace download confirmed device alarmed pump error 63 due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm and able to complete rewind. Hardware low level failure alarm occurred during self-test. No harm requiring medical intervention was reported. The device will be returned for analysis.